Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply along with sparking. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power supply and power cord was received for evaluation. During the investigation, visual inspection of returned material revealed damage to the power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle power extension cable or power cord. Root cause: physical damage to power supply. Root cause of sparks being produced when the unit was powered on concluded to be the returned power supply. The power supply was not used for testing due to safety protocol. However, it is likely that the open wires caused the frayed cable to spark.